Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because the patient began therapy without being connected - use error. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) center to report a system error (se) 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The patient pressed go to start the initial drain without connecting to the machine and then connected once the machine started alarming. The patient would start over with new supplies. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.